Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to presses. Customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level of 52 mg/dl. Customer declined to further troubleshoot with tandem technical support.